Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es to-or8, the device timed out the anesthesia user after 10-15 minutes, even though the timeout setting was configured for 1 hour. However, there were no delays or adverse events or injuries reported based on this event.